Event description:
A customer contacted beckman coulter, inc (bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for multiple pts. Five (5) pt samples were tested for accu tni and results were in range of 0.52 ng/ml -0.85 ng/ml. The results were reported out of the lab. The original samples were retested on a different instrument in the customer's lab and accu tni results were in the range of 0.01 ng/ml - 0.27 ng/ml. (See b6) the customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specification in 2008. System checks performed on early the same month, and were within specifications. The customer centrifuges samples at 3,000 rpm for 10 mins. The specimens were samples from primary tubes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a minor preventive maintenance (pm) to the instrument. The fse conducted a diagnostic testing and qc. The diagnostic testing failed. The fse performed a major preventive maintenance (pm) to the instrument. The fse ran diagnostic testing with good results. In a follow-up with the customer on the following month, they stated that no more issues were reported with accu tni pt testing. Customer will contact hotline if any further assistance is required. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.